Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and a system error 2367 on the homechoice (hc) during the initial drain while the hp was connected. The care giver (cg) had initiated the therapy prior to connecting the hp to the hc machine. The technical service representative (tsr) explained the alarm to the cg and advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.